Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported their blood glucose (bg) level reached 350 mg/dl, while wearing the pod between 5 and 24 hours. The patient reported the pod leaked insulin and they were unsure if the cannula was properly inserted into the infusion site (abdomen). When the pod was removed the cannula was found to be bent. As treatment, a new pod was successfully applied.